Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that an integra titan humeral stem construct was implanted on (B)(6) 2013. Prior to insertion of the device, the surgeon put the device together on the back table without issue and inserted it. After a short post-operative period, on (B)(6) 2013, a revision was required after the pt experienced pain, weakness and a large (rotator) cuff tear. All blood-workup for infection was negative. There was no related trauma reported. Upon extraction of the device the humeral head was not engaged on the trunnion; it was spinning and the surgeon was able to pull it off with his hands without effort.